Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at an unknown time. It is not known what medications the patient takes to manage his diabetes. It is not known what range the patient considers to be normal. It is not known how the patient manages his diabetes but he denied making any changes to his usual diabetes management routine because of the alleged issue. The patient denied developing any symptoms of high or low blood glucose. He reportedly visited his doctor on (B)(6) 2014 at 9am and was advised to obtain a replacement meter. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was not being used for the first time. The subject test strips were in good condition and not expired. The issue remained unresolved after troubleshooting. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being ruled out as a reportable event due to the following conclusion(s): the product did not cause or contribute to a serious injury since the patient denied developing symptoms and receiving any form of medical intervention. However, this complaint is being reported because the alleged issue remained unresolved.